Manufacturer narrative:
It was reported that on 8/17/2024, the patient experienced a desaturation episode while using the life2000 device during the night. The exact spo2 value was not measured at the time of the event. The patient noted she had lost consciousness ('passed out') and when she woke up, she hit her head and was taken to the hospital by her family. The patient was hospitalized for 4 days (B)(6) and stated the hospital's healthcare providers did not know what caused the event. Details of the medical intervention provided were not shared, however, the patient noted she remembers the staff performed an abg test, and the pao2 was in the 70's%. No fever or infections were observed. There was no report of device malfunction, and no ball drop noted on the device concentrator. The patient is a 69-year-old female with relevant medical history of bronchiectasis, chronic respiratory failure with hypercapnia, copd, asthma, bronchitis, lung emphysema, essential hypertension, gerd, obesity, pneumonia, and primary central sleep apnea. During follow-up, the patient noted that the sleep healthcare specialist stated the event was not related to her sleep apnea. The baxter clinical specialist contacted the patient's daughter, who stated the patient has an alternative ventilation device (trilogy), however, she had not been compliant with the use of either of the devices. On 9/4/2024, the patient was seen by the pulmonologist, who was aware of the reported desaturation episode, and did not know what caused it. The pulmonologist advised to resume the use of the life2000 device at night, as the patient tolerates it better than the other device available. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always has an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient experienced an oxygen saturation level drop while using the life2000 device at night and required hospitalization for 4 days. Details of the medical intervention required during hospitalization were not provided, however, it is reasonable to conclude that the patient likely received medical and/or surgical intervention to preclude permanent damage of a body structure and/or to preclude permanent impairment of a body function, concluding a serious injury occurred. Additionally, there was no report of device malfunction. The exact cause is undetermined at this time, however, use error/misuse of the device cannot be excluded as the patient's daughter stated the patient had not been compliant with the use of the life2000 device. The patient has resumed use of the device as advised by her healthcare providers. If any additional and relevant information is received, the case will be re-assessed accordingly.

Event description:
It was reported that on 8/17/2024, the patient experienced a desaturation episode while using the life2000 device during the night. This report was filed in our complaint handling system as complaint # (B)(4).